Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. On (B)(6) 2009 the patient underwent a stage interstim trial under fluoroscopic guidance. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to pop and sui. The patient experienced pain, infection, and urinary problems. It was reported that patient underwent mesh revision/removal on (B)(6) 2009 due to severe sui. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, nocturia and leak.